Event description:
It was reported that; screws were implanted (B)(6) 2015, surgeon became aware of broken screw at end of the construct on scoliosis fusion case.

Manufacturer narrative:
Risk assessment; visual, analysis, device history and functional analysis could not be performed as the device was not returned. No lot # was provided, so a manufacturing record review could not be performed. The definitive root cause of the event could not be determined from given information.

Event description:
It was reported that; screws were implanted (B)(6) 2015, surgeon became aware of broken screw at end of the construct on scoliosis fusion case.